Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump stopped unexpectedly during an infusion in the intensive care units. The clinician reported that this happened two (2) different times. Since the clinician caught it in time, the was no adverse outcome reported. Although repeatedly requested, the customer declined to provide additional details.